Event description:
The customer reports that the catheter falls out. The end-user gets wet. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval. The end-user and care giver were the reporting source. Eval method: review of mfg process. Results: review of the mfg process and batch mfg records showed no abnormality in the processes. Conclusions: with the available info, the mfg facility can not confirm the complaint.